Manufacturer narrative:
Corrected field: h6 (medical device ¿ problem code). Updated fields: b4, e3, e1 (event site telephone), g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse checked the unit for a loose hose or broken filters. No abnormality was found. The fse replaced the drive manifold assembly (0104-00-0031). Functional and calibration tests passed to factory specifications. The iabp was returned to the customer.

Manufacturer narrative:
Due to character limit full details of e1- (event site name) : (B)(6). E2 - (event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aoritc balloon pump (iabp) had a pneumatic module testfail. There was no patient involvement.